Event description:
Patient underwent a hallux valgus correction procedure for the first metatarsal on an unknown date and was implanted with a 3.0mm cannulated screw. Patient healed, however patient could feel the screw through the skin and complained of discomfort. Patient requested hardware removal and underwent removal of the intact screw on (B)(6) 2015. During screw removal, the cannulated cruciform screwdriver broke and fell apart at the spinning part of the handle. It was also noted that the head of the screwdriver had broken. All broken pieces and fragments were retrieved and disposed of after the case. Surgeon was able to remove the screw without any additional devices. There was no delay in surgery and procedure was completed. Per MDR review clinicians, this event will consist of two separate complaints. (B)(4) is for the unknown 3.0mm cannulated screw and (B)(4) is for the screwdriver. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Date unknown when discomfort actually started. Partial screw number provided - 202.7xx this report is for unknown screw(s) unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.